Event description:
A user facility clinical manager (cm) reported that a dialyzer clotted during a patient¿s hemodialysis (hd) treatment resulting in blood loss. Approximately three hours into the treatment, the machine started alarming with a venous pressure alarm. The cm said heparin was used for this treatment, and they confirmed the appropriate dose was used. Despite this, the dialyzer still clotted. The staff was unable to return blood from the venous side of the circuit. They were able to return the arterial side. Estimated blood loss (ebl) due to the incident was approximately 100ml. There were no defects noted on any of the disposable products. The patient did not get re-setup with new supplies and declined further treatment. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer clotted during a patient¿s hemodialysis (hd) treatment resulting in blood loss. Approximately three hours into the treatment, the machine started alarming with a venous pressure alarm. The cm said heparin was used for this treatment, and they confirmed the appropriate dose was used. Despite this, the dialyzer still clotted. The staff was unable to return blood from the venous side of the circuit. They were able to return the arterial side. Estimated blood loss (ebl) due to the incident was approximately 100ml. There were no defects noted on any of the disposable products. The patient did not get re-setup with new supplies and declined further treatment. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the complaint sample was not available, and no meaningful photos were provided for review. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint was unable to be confirmed.